Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states they went into threshold suspend. The customer's blood glucose level at the time of incident was 156mg/dl, and their sensor was reading 40mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.